Manufacturer narrative:
Device history records was conducted. The report indicates that the: part # 03.812.004, lot #3554447, manufacturing location: (B)(4), manufacturing date: 14 sep 2010, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed ¿ one t-pal spacer applicator inner shaft (part# 03.812.003, lot# 8800807) and one applicator knob (part# 03.812.004, lot# 3554447) were returned for the proximal end of the inner shaft breaking off and becoming stuck in the knob. The breakage could occur if the security ring of the handle is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Replication of the complaint condition is not applicable. The complaint is confirmed. The inner shaft was returned with the proximal coupling end broken off. The broken piece was stuck in the knob however it was able to be removed. The knob contained impact marks at the proximal end but otherwise contained wear only associated with normal use. Product drawings were reviewed during the investigation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To remove a spacer or trial, the applicator is set to the pivot position and a slap hammer is attached to the head of the applicator. The hammer then provides the force necessary to remove the trial/spacer. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal the test was based off of forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. It is unlikely the returned knob (part# 03.812.004) contributed to the complaint. Given the information available, an exact root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, during a lumbar fusion with interbody procedure, the t-pal applicator broke. It was clarified that the long holding piece broke and the piece appeared to be stuck in the nut portion. There was no delay to the procedure reported. A second set of applicator and knob was available to complete the procedure. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Hospital contact number was reported in error on the initial medwatch. There is no contact number available for the facility. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.